Event description:
It was reported that the audio was not audible from the speaker. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A field service engineer (fse) went onsite and disconnected and reconnected the ram, and the pc was working again. The device is currently working at the customer site. However, philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2025-000403 for further information regarding this complaint.